Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Manufacturer narrative:
Correction provided in b5 and g2.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality cannot be established. However, according to the patient¿s poc the patient continues to utilize the same liberty select cycler without reported issue. Per the poc, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 28/jun/2023, fresenius became aware (via patient¿s daughter) this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Event description:
On 28/jun/2023, fresenius became aware (via patient¿s daughter) this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 through (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.